Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized on (B)(6) 2020 at 1:07 pm due to a high blood glucose of 388 mg/dl. The customer experienced symptoms related to high blood glucose such as diabetic ketoacidosis. The nurse stated that they treated the high blood glucose with intravenous insulin drip. The customer was wearing the insulin pump at the time of admission. Troubleshooting was provided. No issues were found. It was not stated if the auto mode feature was in use. The insulin pump will not be returned for analysis.